Event description:
Family member called to report customer had high bg's causing hospitalization. Family member also stated leak in reservoir which lead to hospitalization. The cause for hospitalization (as per md) was unknown.